Manufacturer narrative:
The incident device was discarded by the customer and not returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of the procedure the blade was connected with e2516h and the transparent insulation cover disengaged and fell off. A new device was used to continue. There was no patient involvement. The incident device was discarded by the customer.